Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device required service due to a worn hose. It is unk if the event occurred during surgery; it is also unk if there was any pt or user injury or medical intervention reported related to this occurrence. The date of the event is unk. No add'l info available.